Event description:
Device 1 of 2. Reference MFR report#: 1624787-2013-23279. The patient has 4 leads (from the same lot) implanted as part of her scs system. The patient reported she experienced ineffective stimulation. The patient also reported she was unable to communication with or charge her ipg. The patient stated she stopped using her system soon after implant. The patient stated she may consider having her scs system explanted, but has no plans at this time to undergo surgical intervention.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.